Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st distal stent wrap with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was intended to be used during a procedure to treat a lesion in the right coronary artery. The lesion was predilated. The device could not cross the lesion, it was removed and a buddy wire system was attempted but the device would still not cross. The lesion was predilated a second time using a non compliant balloon however the device still could not cross. It was reported that when the device was removed the stent strut was damaged. The procedure was complete using two 2.75 x 15 mm resolute onyx stents. The patient is alive with no injury.